Manufacturer narrative:
.

Event description:
It was reported that the patient presented for follow-up after receiving inappropriate atp and hv for supraventricular tachycardia due to programming. Programming changes were recommended. Patient will be monitored with routine follow-ups.